Manufacturer narrative:
The reported event occurred on a cobas pro analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges, and the performance of the reagent lots used at both sites was comparable. The root cause was attributed to a sample-specific issue related to pre-analytical handling, as the sample was not re-centrifuged after transportation or before retesting. Additionally, feedback from the local laboratory indicated that the sample may have been kept at room temperature for an extended period. The issue was limited to this single sample, and no product problem was identified.

Event description:
The initial reporter alleged discrepant positive results for the elecsys hbsag ii assay on the cobas e 801 analytical unit during a method comparison study. Routine samples from another facility were sent to the customer's facility for retesting, both using the cobas pro systems. On (B)(6) 2025, the sample tested negative for hbsag ii at both sites, with a result of 0.609 coi (negative) in the other site. On (B)(6) 2025, the same sample was retested in the customer's facility without prior centrifugation, yielding repeatedly positive results of 1.02 coi, 1.11 coi, and 1.04 coi across three runs. Subsequent testing on a second cobas pro system in the customer's facility produced results of 0.935 coi, 0.967 coi, and 1.02 coi. No confirmatory testing was performed. The sample was also tested with polymerase chain reaction (pcr), which yielded a negative result.